Manufacturer narrative:
Additional information: h6, h11 h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use with a prismaflex m150 set, "the deaeration chamber slipped and the drain tube of the effluent bag fell off". It was further reported that the exhaust chamber slippage is temporarily fixed with 3m adhesive tape. The liquid waste bag breakage occurs after more than 48 hours of treatment and is replaced by a spare liquid waste bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.